Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device locking components were damaged. During in-house engineering evaluation, it was determined that the cutter device could not rotate so the functional assessment could not be performed and the mid and back assemblies were contaminated. The device also failed pre-tests for nose tube assembly and vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.